Event description:
It was reported that the right atrial (ra) lead had high thresholds, low pacing impedance and overall sensing issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression. The analyst noted the analysis found both insulations depression breached and distal conductor fractured/flexed, in-vivo. (B)(4).